Manufacturer narrative:
A physio-control service technician evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control failure analysis center further evaluated the removed therapy pcb assembly and observed that the therapy pcb assembly had a leaky capacitor, designator c160, which resulted in the device to log an event code and the AED function of the device to be inoperable.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and had logged an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.